Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. Initially the patient experienced a cerebral infarction and had a percutaneous endoscopic gastrostomy (peg) procedure. Panaldine, bufferin and pletaal were given 10-15 minutes prior to the procedure. Immediately post the peg procedure the patient experienced a myocardial infarction (mi). The physician placed a taxus express2 3.5x16mm drug eluting stent to the 99% stenosed lesion located in the noncalcified, moderately tortuous, proximal to the mid right coronary artery (rca). The lesion was pre-dilated with a quantum maverick 3.0x15mm balloon and post-dilated with a quantum maverick 3.0x15mm balloon. One hour post the stenting procedure, the patient was in a state of shock and an electrocardiogram revealed a stent thrombosis at the proximal side of the stent. Following aspiration, the stenosis appeared throughout the stent. Dilatations were performed with a maverick balloon, unknown sizes. An intra-aortic balloon pump (iabp) was inserted during the initial procedure and discontinued the following day. No patient injuries or complications were reported. The patient status post procedure is noted as good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.